Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, into the patient's right (od) eye on (B)(6) 2013. Reportedly, the patient developed a cataract. The lens was explanted and cataract surgery was performed. An iol from another manufacturer was implanted on (B)(6) 2019. Attempts to obtain additional information have not been successful.